Event description:
Reporter indicated that the patient had developed a lot of scar tissue in the chest area from previous implant and that in 2001, the device moved around and was under the scar tissue. At that time, revision surgery was performed to re-position the device subpectorally as opposed to subcutaneously. It was reported that no testing was done on the device and no settings have been changed since 2001 (before re-positoning). Reporter indicated that the patient had experienced an increase in seizures since 2001. The patient had a seizure and fell in 2002, after which the device migrated and slipped out from the muscle back under the scar tissue. Reporter indicated that the patient's chest area was bruised and fluid started to build up. The device was explanted. Further follow-up revealed that the device was explanted due to infection which was treated with oral antibiotics.